Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: nexiva single port hub was leaking where the needle is pulled out of catheter. The grey portion inside the catheter hub was leaking when flushed. Additional information received on 17sep 1. Can you please provide the material number of the product associated with reported issue? They did not provide me the gauge size of the IV so I am not able to provide the material number. 2. What was the impact to the patient? The patient had to receive a new IV 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The patient had to get stuck again. The nurses had to place another IV. 4. Was any damage or visible defect observed? To my knowledge, there was no visible damage or defect.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.